Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient went to the chiropractor and afterwards felt stimulation in both the target area (legs) and across their belly. The patient speculated the cause of the stimulation being felt in the belly was because the lead moved, but never had an x-ray done to confirm this. The patient reached out to their healthcare provider (hcp) to try to get the process moving on getting a replacement. The patient stated they haven't heard anything from their hcp for four months. The patient was unsure if they were going to replace the lead or only the ins. No further complications were reported.